Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information: device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a procedure. During preparation of the bone cement , the monomer liquid would not dispense into the cylinder. There was no patient injury or delay in the procedure.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Device location is unknown and not expected to return.